Event description:
It was reported that the patient had previously attended the clinic complaining of chest pain when bending over. The lead exhibited loss of capture at high output. Lateral lead migration was visible on the echocardiogram. No pericardial effusion was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.